Manufacturer narrative:
No product has been returned for evaluation nor was product malfunction reported. Fixed cross connector was removed during the revision procedure and no connectors were re-implanted.

Event description:
On (B)(6) 2018, patient underwent a cervical posterior fusion procedure at c5-t2 levels. A MRI conducted post-operative identified a hematoma. Patient underwent a revision procedure during the same night, where hematoma was removed.